Event description:
The complainant reported an underdelivery. Intended delivery amount - 1920ml/24 hours with a rate of 80ml/hour. The actual amount delivered - 520ml/24 hours.

Manufacturer narrative:
.